Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that the vessel morphology was non tortuous, non calcified, there was a slight 25 degree angulation of the aortic neck. The c-arm broke during the procedure and the stent graft was 1.5 cm below the renal arteries. Upon final angiogram there was a type 1 endoleak which is most likely due to the inaccurate delivery of the stent graft due to the c-arm not working. It was reported that 2 aortic cuffs were successfully implanted. No additional clinical sequelae were reported.

Manufacturer narrative:
Secondary intervention. Results of evaluation: (endoleak), (c-arm). Conclusion (c-arm).